Event description:
It was reported that the device could no longer be interrogated after an implantation time of about 36 months.

Manufacturer narrative:
The ICD first underwent a status interrogation, which confirmed the clinical complaint; the device could not be interrogated. The device was then opened. The battery was checked and showed a discharge state according to specifications. Next, the electrical module underwent analysis. A burned-out fuse in the electronic module was identified as the cause for the clinical complaint. However, the examination did not indicate any component defect.